Event description:
The site states that this x-ray system's fluoroscopic entrance exposure rate in maximum mode exceeds 10r per min.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.